Event description:
It was reported that a user attempted a supply change on the ilet pump but did not select the change cartridge & tubing workflow, became stuck on the fill tubing step, and requested guidance to rewind the pump. There were no reported symptoms or adverse clinical effects. Outcomes included successful completion of the supply change process after education without the need for further assistance. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed user selection of incorrect workflow steps and successful resolution by guiding the user to the insulin cartridge icon, selecting change cartridge & tubing, confirming drops, and initiating the rewind. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through education.